Event description:
Adverse event: "reduced visual acuity" (vision, impaired). Product problem(s): "cloudy lens", "glistenings" (no code available [iol (intraocular lens) implant]). A surgeon reported a patient experiencing reduced visual acuity six years following intraocular lens (iol) implant surgery. The surgeon reported noting that the iol is cloudy and shows glistenings; that it was not a phenomenon on the surface of the lens but a change of the lens material itself. In a follow-up, the surgeon reported the event is not expected to resolve, yet the bcva was reported to be 1.0 (20/20). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4).